Event description:
A site representative reported that when they plugged in the axiem emitter, the system was slow. Hard drive was 40% full. The patient was intubated, and the surgeon chose not to continue the surgery due to the issue. The surgery was rescheduled for (B)(6) 2010. The emitter was replaced, system tested and case completed without issues.

Manufacturer narrative:
The device has not been returned to the manufacturer.